Event description:
As reported by the sales rep per the user facility: epidural needle bent, and catheter broke off during removal. Surgical intervention to recover the catheter tip. Add'l info provided by the facility indicated the procedure went smoothly and catheter was inserted on the first try. The anesthesiologist performing the procedure reported she did not pull back and the proximal tip of the catheter was missing. The surgical procedure to remove the catheter fragment was performed without incident. The pt was discharged and to date has not suffered any adverse sequela associated with the incident. The needle was discarded and the catheter is being retained by the facility. The reporter will try to photograph the catheter sample and return it for evaluation. Subsequent information on follow-up indicated the needle most likely did not bend.

Manufacturer narrative:
The actual devices were not returned to the manufacturer to be evaluated and a photograph of the catheter has not yet been provided. Information initially provided by the facility indicated that the needle was bent. Subsequent information provided in follow-up indicated the needle most likely did not bend. Additionally, there are no other reports of this needle bending in the history of this product. Without the actual needle or the catheter sample, a thorough investigation could not be performed. No specific conclusions can be drawn. While no specific conclusions can be drawn regarding the report of catheter fracturing, incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." There are no other reports against the reported catalog number or lot number. If a photograph of the actual sample is returned for evaluation and reveals any pertinent information, a follow-up report will be filed. All available information has been forwarded to the actual manufacturer for evaluation.